Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the front therapy electrode. The patient was in the hospital at the time of the event. Hospital staff used a powder to keep the rash dry. The patient's physician prescribed a cream which was helping the irritation.